Manufacturer narrative:
(B)(4). Jaws unable to open_open after assisted, malformed clip. The analysis results of the (B)(4) device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one malformed clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. It fired the remaining seven clips conforming according to our manufacturing specifications. The device locked out as intended but the orange indicator was not visible. These findings are not related to the event reported. It should be noted that an investigation has been initiated to address the potential root cause of the found opening issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clip applier jammed. No more information was given. Unknown how the case was completed. There were no adverse consequences for the patient.